Event description:
Hill-rom received report from the account stating the bed exit would not alarm at the nurse's station. The bed was located at the account in (B)(6). There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external sidecom cable was not connected to the nurse call wall connection. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The service technician connected the sidecom cable to the nurse call wall connection and inserviced the customer about the nurse call to resolve the issue. Based on this info, no further action is required.